Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reports his controller won't hold the settings. Every time he goes to use the controller all intensity settings go down to zero and patient is not getting any relief at all. Even if he turns up stim to 2 or 3, then once he gets severe pain he checks his controller and every setting is at zero. He started noticing it about a week ago. He spoke with a manufacturing representative (rep). The patient checked his controller. He says adaptive stim is enabled. He said this morning groups a, b and c were at zero. He reset group b to 0.3. On the call group b was at 0.3, c was at 0, a was back to where it was a few weeks ago. He checked his as position on the controller and saw values 1.4; 1.7; 1.7 and 1.7. He is sitting down and his position is upright. It was reviewed if as was incorrectly set up it always defaults to zero. Reviewed he could try going into each position and adjust and make sure to wait for 5 min. If not resolved, follow up with the healthcare provider (hcp).